Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead was found broken and was unable to be implanted. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the pin of the lead was broken¿ was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the connector pin was bent consistent with procedural damage.